Manufacturer narrative:
Evaluation results: one pneupac parpac plus 310 was returned for investigation. Visual inspection showed that the panel was bowed, and that the case and knob caps were scratched or scraped. The returned device was damaged due to a drop. The following failures were identified: failed high patient pressure alarm. Failed visual gas supply failure indicator. The investigator was unable to take a max peep reading due to stacking. In addition to the failures identified above, the investigator noted that the ventilator was not being used as a transport ventilator. The instructions for use (IFU) clearly state that this device is only intended for transportation and emergency purposes. The IFU also state that a failure to monitor the patient, and reacting to changes in their ventilation may lead to death or serious injury. The product failures exhibited by the returned device were attributed to the product being dropped. The returned device was repaired and returned to the customer.

Event description:
It was reported that the para pac ventilator caused patient apnea and the development of pea (pulseless electrical activity). This mostly occurred during periods of prolonged ventilation. It was further reported that the ventilator stopped functioning and caused the patient to stop breathing. No chest movement was observed. The ventilator did not sound an alarm even though the pressure indicator continued to move within an acceptable pressure range. The ventilator was subsequently tested with an artificial lung, and the unit was determined to be working normally. The operator subsequently used a new patient circuit that was operated by a centralized gas supply (not using any cylinder). The operator did not report any patient injury or further medical complications regarding this incident. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be filled.